Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported test image such as color bars was displayed on the monitor when connecting the subject device to the camera control unit, due to the failure of the camera cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that when the camera control unit was turned the power on without connection of the subject device, the test image displayed on the monitor, and then when the subject device was connected, the test image was still displayed, and also that when the power of the camera control unit was cycled, the black image was displayed. There was no report of patient injury associated with this event.